Manufacturer narrative:
Analysis of the lead (serial #: (B)(4)) found that the proximal end connector of the lead pulled out/off.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Was received from the manufacturer¿s representative regarding a patient implanted with a neurostimulator for chronic low back pain. It was reported that the both tails of the leads were stuck were stuck in implantable neurostimulator (ins) during replacement surgery. Both screws were completely removed. It was noted that one of the lead tails broke when the doctor removed the lead. The complete ins system was replaced with a new lead and ins. Follow up information received from the representative on dec. 14, 2016 reported that the cause of the issues was not determined and no symptoms were noted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.